Event description:
A crack in the hub of the device was discovered when the package was opened. The neuron was not used and the hospital was able to open another neuron for use. The problematic device did not lead to any pt injury according to the hospital report.

Manufacturer narrative:
Technical evaluation: during the decontamination of the neuron hub with a bleach flush, a large crack in the hub was noted which leaked significantly. The incident is confirmed as reported. The DHR of this manufacturing lot has been reviewed. Complaint/incident findings: a review of the device history records (DHR) was completed on part # 2314-04 (lot # l15401). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.